Manufacturer narrative:
B5: it was reported intermittently that a malfunction alarm occurred. Customer's blood glucose level was 206 mg/dl. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported intermittently that a malfunction alarm occurred. Customer's blood glucose level was 206 mg/dl. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.